Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (1 mg/ml at 0.199 mg/day) via an implanted pump. The patient¿s medical history was noted to be chronic pain and cancer. The indication for pump use was non-malignant pain. It was reported that during the catheter replacement surgery (see manufacturer¿s report number 3004209178-2025-21506), the physician was unable to get the new catheter placed due to the patient¿s anatomy and five level fusion. When attempting, the stylet poked out the side of the catheter. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿nothing out of the ordinary¿. The catheter revision procedure was aborted, and the patient¿s existing device system was explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jul-2026, UDI#: (B)(4) h3 ¿ the catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter returned 2025-dec-16 was completed and identified an anomaly to the catheter/guide wire during various standard testing including but not limited to visual inspection, patency testing, and pressure testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.